Event description:
The customer reported to olympus during reprocessing of the evis exera lll gastrointestinal videoscope, the scope had air/water or aspiration problem. Upon inspection and testing of the customer returned device, foreign material was found in clogged in the scope nozzle due to insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The black foreign material was unable to be identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section cover gluing was worn out and peeling off. The light guide lens gluing and the charge-coupled device lens gluing was worn out. There was knob play, less angulation, and key top 1 has scratches. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.